Event description:
This 62 year old female was enrolled in a united kingdom clinical study (nbt dct 98/01) which was designed to study various types of skin ulcers. This pt had an ulcer on the right leg of a rheumatoid/vasculitic etiology, and the pt was taking steroids and other anti-inflammatory medication. She rec'd an application of dermagraft on 2/19/99 and two hours later was noted to have cellulitis in the right leg. On the case report from the physician described the event as mild, but still hospitalized the pt on 2/20/99 and administered intravenous antibiotics. As of the date of this report the pt is improved and remains on antibiotics in the hosp. Regarding the relationship of the adverse event to dermagraft, given a choice between "highly probable", "probable", "possible", "remote" and "none", the physician checked "remote".